Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: the patient's blood glucose (bg) levels have been elevated since "(B)(6) 203," and the site has been changed multiple times. Last night, the bg was over 600 mg/dl with nausea, vomiting, and ketones. The patient was taken to the ER and treated with insulin via syringe and released home. She was not diagnosed with diabetic ketoacidosis. Bg this morning was 166 mg/dl, with no symptoms. Customer technical support (cts) reviewed pump with mom: confirmed I:c ratio, isf, bg target, iob correct, basal settings correct and no recent changes to settings. Alarms in history show replace battery alarms; mom confirms battery changed immediately. No other associated alarms. Bolus/basal history confirmed correct. Tdd adding up correctly. Suspend history confirmed correct. No temporary basals. The patient has recently been exposed to an illness by a sibling. Cts advised no defect found in pump delivery, reviewed possible causes of bg elevations and advised mom to call health care provider to discuss the possible need for setting adjustments. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia requiring medical assistance.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.